Manufacturer narrative:
Title: laparoscopic roux-en-y gastric bypass after failed vertical banded gastroplasty: 2-year follow-up of 102 patients. Source: obesity surgery (2021) 31:2717¿2722 published online: 4 march 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between april 2014 and january 2018, post-operative leak occurred on one patient  first (1st) day after a vertical banded gastroplasty(vbg). The patient was immediately explored laparoscopically and iatrogenic bowel injury was detected and repaired. Leakage from the jejunojejunal anastomosis occurred in one patient and was repaired primarily on the second post-operative day. Gastrojejunal anastomosis leakage occurred in three (3) patients, and all required laparoscopic exploration for drainage of intra-abdominal collections; refashioning of the anastomosis was done in two(2) patients and a covered stent was used in the third (3rd) patient. Esophagogastroduodenoscopy(egd) was done and revealed gastrojejunal anastomosis bleeding which was then controlled using clips. The patient with bleeding per rectum, upper gastrointestinal endoscopy revealed a jejuno-jejunal anastomosis bleeding but failed to control the bleeding and so it required under-running sutures through a small incision over the overlying port site.  Four patients with intra-abdominal bleeding were managed conservatively with packed rbcs and fresh frozen plasma transfusions.